Event description:
It was reported that there was noise noted on the rv lead. No symptoms were reported. The lead was laser extracted and replaced without issue. The patient was stable before, during, and after the procedure.